Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.